Event description:
Allegedly, the following occurred last year; "staple line leak. CT scan taken approximately one week after initial operation".

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported info.